Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 464 mg/dl. The customer's other blood glucose level was 478 mg/dl. The customer was treated with bolus and manual pen for high blood glucose level. Customer declined to troubleshot for high blood glucose level. The device will not be returned for analysis.